Event description:
The pt stated that, when changing his insulin cartridge, the plunger remained attached to the piston rod in the infusion device, thus he was unable to remove the cartridge. He eventually removed the plunger without contacting a comp rep for troubleshooting. However, when he removed the plunger from the piston rod, a small amount of insulin was released into the cartridge chamber. He reported that he allowed the cartridge chamber of the infusion device to dry, then returned the device to service. He did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.